Manufacturer narrative:
The device and device fragments referenced in this report has been retained by the user facility and will not be returned to olympus for evaluation. The cause for the reported event cannot be determined. The instruction manual warns users: ¿to ensure patient safety and continued satisfactory performance, perform the prescribed inspections and operational tests as recommended. Check the outer surface of the flexible shaft prior to each use to make certain that the instrument is free of any cuts, holes, rough surfaces, sharp edges, or protrusions. Do not use if damage is suspected or discovered.¿

Event description:
Olympus received a medwatch (mw5033317) which reports that during a cystoscopy with stone retraction, the end of the flexible scope frayed off and fell into the patient. It was reported that the physician observed the device fragments by the patient's kidney. The physician retrieved the device fragments using grasping forceps. It is unknown if the procedure was completed. There was no patient injury.